Manufacturer narrative:
D6a: specific date unknown year 2019. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial right hip procedure in 2019. Patient stated they experienced a lot of pain and problems after their surgery. It was also noted by the patient that they underwent knee replacement and left hip replacement as surgical treatment. It is unknown if they intended the initial procedures or if they underwent revision procedures. No further information known.